Manufacturer narrative:
Insulin pump received with blank display due to interface board broken solder joint. Unable to perform the displacement test due to blank display. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump made a strange noise but nothing happened. The insulin pump had a blank display. Customer's blood glucose level was 70 mg/dl. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.